Event description:
Patient reported for right side "intracapsular and extracapsular rupture", "increased echogenicity within the right axillary and mammary lymph nodes to suggest nodal silicone uptake", "implant moved out of pocket". Also reported "stable appearing right breast lesions" which is not related to the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant moved out of pocket", rupture, silicone migration.

Event description:
Patient reported for right side "intracapsular and extracapsular rupture", "increased echogenicity within the right axillary and mammary lymph nodes to suggest nodal silicone uptake", "implant moved out of pocket". Also reported "stable appearing right breast lesions" which is not related to the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.